Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon placed a mountaineer head to head cross connector inner screw into a mountaineer favored angle screw. A mountaineer head to head cross connector outer nut was then placed over the inner screw and the surgeon attempted to tighten. He felt that something was incorrect and stated that something was stripping. The outer nut and inner screw were removed and damage was noted to each device. The surgeon inserted a second inner screw into the same mountaineer favored angle screw and noted that the inner screw would not thread in. The surgeon believes that the favored angle screw was damaged, causing damage to the inner screws and outer nut. He removed all inner screws on that side of the patient in order to remove a rod that had been placed and to replace the favored angle screw. This resulted in a sixty minute surgical delay which was due to the damage to the favored angle screw. The screws were replaced intra operatively and the case closed with no further issues. The event involved one mountaineer head to head cross connector outer nut, two mountaineer head to head cross connector inner screws, , and one mountaineer favored angle screw. See the following mfg medwatch report numbers for the devices involved in the event: mfg medwatch report nos. 1526439-2014-11373, 1526439-2014-11374, 1526439-2014-11375,1526439-2014-11376.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.